Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00632005832, liner, lot # 61227279, item # 00877503202, femoral head, lot # 2500928. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00457, 0002648920-2018-00458.

Event description:
It was reported that a patient underwent a revision surgery an unknown timeframe post implantation due to wear of the poly liner causing liner fracture and lack of anteversion of the cup. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # 0100121040, alloclassicâ®, sl stem, lot # 2509490. The complaint was confirmed with the review of radiographs. X-ray review confirms inclination angle of the cup measured approximately 38°. The femoral head is superficially located within the acetabular cup with slight asymmetric positioning suggesting liner wear, or abnormal shell position. Slight varus positioning of the femoral stem. No radiolucency. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.